Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. The device was returned by a competitor. All data pertinent to the event is provided. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output when programmed to vvi 65 bipolar configuration and anomalous output conditions. Further analysis found that the no output condition was the result of lifted hybrid bond wires.